Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. There was no reported adverse impact to the customer¿s blood glucose. The customer successfully loaded a cartridge and continued to use the pump for insulin delivery.